Manufacturer narrative:
Date received by manufacturer: 28jun2019. Date of report: 26sep2019. The customer replaced the power switch overlay to address the reported issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
Power switch overlay failed. There was no patient involvement.